Manufacturer narrative:
The field service engineer (fse) observed fluid spilled on mixer pulley #2 which likely caused erratic mixing and splashing within the reaction vessels (rvs), leading to the erroneous troponin I results. The fse performed preventative maintenance major (pm-a) in response to the fluid spill. There was no report of operator injury or adverse effect associated with this event. System verification testing (system check, high sensitivity system check, and quality control) was within instrument and laboratory specifications following preventative maintenance. Service activity performed was verified to meet the specified requirements per established procedures the instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. All related medwatch reports associated with this event: 2122870-2013-00655, 2122870-2013-00656, 2122870-2013-00657, 2122870-2013-00658.

Event description:
The customer reported initially elevated troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for several patients, involving the unicel dxc 600i synchron access clinical system. Subsequent testing of the patients¿ samples, on the same instrument, recovered lower results within the risk stratification or within the normal reference range. The elevated results were verbally reported to the physician while the customer retested the patients¿ samples. Shortly after, the customer contacted the physician to correct the initial reports with the new retest values. The customer stated there was no report of patient consequence or change in patient treatment associated with this event. The samples were collected in becton dickinson (bd) vacutainer plasma gel-separator lithium heparin tubes and centrifuged at 6,000 rpm (rotations per minute) for three minutes in a silencer 2110 stat centrifuge. The primary container was then loaded directly on the system for analysis. System check, performed on (B)(4) 2013, passed within specifications. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. This is report one of four referencing the patient on the event date noted.